Event description:
Reported as a damaged port, "a leak".

Manufacturer narrative:
Taper unknown. Medwatch sent to FDA on: 05/20/08. Per the reporter of the complaint, the product is not available for return. The reporter was asked to indicate the product serial number, date of event, implant date and explant date. The info has not yet been received by allergan. The connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint because no serial number or implant date was given. Allergan will not receive the product. Therefore, no analysis or testing can be done. Device labeling addressed the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port, or the connector tubing."